Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced diaphragmatic stimulation. The representative noted stimulation with rv only pacing. Boston scientific technical services (ts) stated that patient is dependent and needed to be careful with safety margins. Furthermore, device programming is per physician's discretion. Additional information was obtained which indicated that the pulse width outputs were changed to limit the stimulation. Further information received indicating that this right ventricular (rv) lead likely perforated. This lead remains in service. No additional adverse patient effects were reported.